Event description:
Customer's mother reported the customer had a diabetic seizure and was hospitalized for hypoglycemia. The mother also reported the insulin pump vibrating every three hours for unknown reasons. The customer's blood glucose was 110 mg/dl at the time of the call. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 23 mg/dl. It was reported that the customer was not in a vehicular accident. The events leading to the hospitalization was that the customer had blood glucose over 300 mg/dl. Troubleshooting did not find any unusual events in the insulin pump's history. No additional information provided.

Manufacturer narrative:
Unit was programmed and monitored for two days with no unexpected vibrate noted. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and vibrate check/tone check on self test. No vibrator anomaly noted during testing. Unit had minor scratched display window and cracked reservoir tube lip.this MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) per variance 5.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.